Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a product performance issue. The ICD was explanted on an unknown date and there were no adverse patient effects.